Event description:
Related manufacture ref: 3005334138-2023-00533. It was reported that in past procedures, blood was noted inside the devices due to a valve issue. No additional information is available regarding this event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported event could not be confirmed.